Event description:
A malfunction was reported on the pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller understood and acknowledged.